Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a hospital with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately nine months after device system replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received indicated the patient presented to the hospital with chest pressure and dyspnea and diagnosed with ventricular tachycardia and acute chronic heart failure. The patient was being evaluated for heart transplant. The patient developed sustained ventricular tachycardia with rates in the one hundred twenty's, was paced out of it and transferred to the intensive care unit and placed on an amiodarone infusion. Loss of ventricular capture occurred. Device interrogation confirmed continued atrial and ventricular pulse activity. The right ventricular lead milliamps were increased leading to two - three captured beats followed by asystole. The patient was taken to the cardiac cath lab where pulseless electrical activity arrest occurred, requiring extracorporeal membrane oxygenation therapy. The patient continued to decline, the patient's family decided to withdraw support and the patient died. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was melted, there was cosmetic environmental stress cracking o the outer tubing overlay, the outer insulation was breached cut, the outer insulation had cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was melted, there was cosmetic environmental stress cracking o the outer tubing overlay, the outer insulation was breached cut, the outer insulation had cosmetic depression and there was apparent explant damage.